Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The user removed the o-ring and successfully loaded a cartridge; however, the user stated that there appeared to be a slight gap between the base of the cartridge and the septum fill port. During fill tubing, no drops of insulin were seen out the end of the tubing. The user disconnected at the luer lock connection, filled tubing, and did not see drips out of the cartridge. When the cartridge was removed to be replaced, a second o-ring was found on the pneumatic tap. The user removed the o-ring and successfully reloaded the cartridge. The user's blood glucose level was 173 mg/dl.